Event description:
It was reported that during a routine follow-up this implantable cardioverter defibrillator (ICD) recorded a high out of range pacing impedance measurement, measuring greater than 3000 ohms. In addition, there were three other pacing impedance measurement, measuring greater than 2000 ohms recorded. Currently the impedance measurement is at 383 ohms and the shock impedance measurement is stable. It was suspected that there could be a lead fracture, and the plan is to perform an x-ray to exclude the lead. A revision procedure will be scheduled depending on the findings. No adverse patient effects were reported. This device and competitor lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that during a routine follow-up this implantable cardioverter defibrillator (ICD) recorded a high out of range pacing impedance measurement, measuring greater than 3000 ohms. In addition, there were three other pacing impedance measurement, measuring greater than 2000 ohms recorded. Currently the impedance measurement is at 383 ohms and the shock impedance measurement is stable. It was suspected that there could be a lead fracture, and the plan is to perform an x-ray to exclude the lead. A revision procedure will be scheduled depending on the findings. Subsequently, the patient was referred to a different hospital to extract the whole system, this device and competitor lead were explanted and replaced. No additional adverse patient effects were reported. The device will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that during a routine follow-up this implantable cardioverter defibrillator (ICD) recorded a high out of range pacing impedance measurement, measuring greater than 3000 ohms. In addition, there were three other pacing impedance measurement, measuring greater than 2000 ohms recorded. Currently the impedance measurement is at 383 ohms and the shock impedance measurement is stable. It was suspected that there could be a lead fracture, and the plan is to perform an x-ray to exclude the lead. A revision procedure will be scheduled depending on the findings. Subsequently, the patient was referred to a different hospital to extract the whole system, this device and competitor lead were explanted and replaced. No additional adverse patient effects were reported. The device will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that during a routine follow-up this implantable cardioverter defibrillator (ICD) recorded a high out of range pacing impedance measurement, measuring greater than 3000 ohms. In addition, there were three other pacing impedance measurement, measuring greater than 2000 ohms recorded. Currently the impedance measurement is at 383 ohms and the shock impedance measurement is stable. It was suspected that there could be a lead fracture, and the plan is to perform an x-ray to exclude the lead. A revision procedure will be scheduled depending on the findings. Subsequently, the patient was referred to a different hospital to extract the whole system, this device and competitor lead were explanted and replaced. No additional adverse patient effects were reported. The device will not return for analysis.